Event description:
It was reported that there was a pressure issue, inlet pressure (ip) was -1.9psi in an arctic sun device and preventive maintenance was incomplete because system and pump hours were < 800h. Per review of wo on 28nov2023, there was no patient involvement. Per follow up information received via email on 28nov2023, the device was currently in transit. The issue was not resolved. The repair was not yet started.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a pressure issue, inlet pressure (ip) was -1.9psi in an arctic sun device and preventive maintenance was incomplete because system and pump hours were <800h. Per review of wo on 28nov2023, there was no patient involvement. Per follow up information received via email on 28nov2023, the device was currently in transit. The issue was not resolved. The repair was not yet started. Per sample evaluation results on 20dec2023, it was reported that the temperature cable was damaged (no false temperature reading, but when you move it, connection problems).